Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Event description:
It was reported that the customer experienced lows and highs glucose levels. The mother stated that they have been working with hcp making adjustments to the insulin pump, but they believe something is wrong with device. The mother stated that the sensor glucose and blood glucose readings were off. The caller mentioned that the customer had three seizures in the past and the paramedics were called at home. The mother stated after the customer was treated with glucagon. She stated that his low glucose level triggered the seizures. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.